Event description:
Caller reported a tandem mobi cartridge alarm without it causing their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. It was confirmed by technical support that a replacement pump would be sent as the current one was under warranty. Caller planned to use a backup insulin pump and was instructed to return the problematic pump using a return label. Training on the replacement pump and instructions for its setup were provided, which the caller acknowledged and understood.